Event description:
Initial calcium results of 8.6 mg/dl and 8.6 mg/dl on 2 different samples. Repeat of same samples recovered 9.6 mg/dl and 9.6 mg/dl respectively. No information provided to determine if results were used to guide therapy. The field service rep performed permance check tests which were within specification.